Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.; associated mdrs# 1225714-2014-00571 and 1225714-2014-00572. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event of a sudden nature and expired on the same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs #1225714-2014-00571 and 1225714-2014-00572. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00571 and 1225714-2014-00572.